Event description:
It was reported that the patient heard an alarm one day after implant. Interrogation of the device revealed that there was an alert due to all impedances out of range. The alert date was prior to implant. Impedance measurements were found to be within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.